Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer did a set change their blood glucose started climbing and would not come down, customer changed the set again and noticed that pump was wet with insulin in reservoir compartment, customer then changed set and again their blood glucose kept climbing and again did a set change and again noticed insulin in reservoir compartment. At this point customer was admitted to hospital. Pump alarm history shows a lot of low reservoirs and several no delivery alarms, customer does not have a clamp. Checked progamming of insulin concentration, am/pm basal rates/times bolus history, alarm history. All programming was correct. Programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited properly.